Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were big air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the cannula was bending and the cartridge will take in air and notice the air in the line as well and at that point no insulin was being delivered. The customer had been having the same issue for a while with the site and the cartridge was also having air bubbles. The customer reported that the cannulas bending air bubble that was clear to the eye and it was enough that if he gave a 5 unit bolus it would fill the line with the air bubbles. There were small bubbles in the cartridge. The customer disclosed that he was never told to have the insulin get room temp before using. The customer was advised to let insulin reach room temp before use on next set change and call if the issue occurs with the air bubbles on the cartridge. The reservoir will be returned for analysis.